Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an (B)(4) manufacturing site. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 16j23. Medical device lot #: 16l27. Initial reporter phone#: (B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set experienced insufficient blood flow. No report of serious injury or medical intervention.